Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: the black box shows multiple call service 078 motor alarms. The pump alarmed with call service 078 alarm upon the first rewind attempt. The reported call service 078 alarm complaint was duplicated. Unrelated to the original complaint, the battery compartment was cracked above and below the grip pad. The returned battery cap was undamaged and able to fit. There was evidence of moisture and corrosion observed on the display screen inside the pump. The leak test failed due a battery compartment leak. The pump¿s cover was removed, and further moisture and corrosion was found to the printed circuit board and to the motor flex/connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and reported that call service alarm 078 had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.